Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's recharger was "broken". The patient stated they spoke with a manufacturer representative (rep) about the issue a couple days ago, and today when they had an appointment with their managing healthcare provider (hcp) at the hospital they met with the rep and the rep told the patient they needed a new one. The patient was offered assistance with troubleshooting the issue but they were in the car and driving and insisted the rep already did the troubleshooting, and the rep told them to call to get a replacement. The role of the rep and [the manufacturer] were reviewed with the patient, and the patient was asked to clarify the "broken" allegation. The patient confirmed the lights were rapidly scrolling when on the dock since almost two weeks ago. When asked about the status of the dock, someone in the background listening to the call who might have been the patient's spouse said, "the dock is fine it is the recharger that is the issue." Given the nature of the request and the issue at hand, it was reviewed with the patient that a replacement recharger would be sent and the patient was advised to call [the manufacturer] to troubleshoot if and when they had another issue in the future, and also reviewed that the replacement recharger should always be on the dock and charging when not in use. The patient stated they'd never been told that but from now on they would keep it on the dock when not in use. A replacement wireless recharger was requested to be sent out. The patient may call back for assistance when they received the replacement. The patient provided the name of their managing hcp.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), ubd: 16-feb-2022, UDI#: (B)(4). B3: event date is month/year valid. H3: analysis of the wireless recharger (s/n:(B)(6)) revealed that the led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.